Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B) (6) 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter had a "does not turn on" issue. The patient indicated that the alleged meter issue started on (B) (6) 2009, at 10:35 am. "Minutes" before the alleged issue began, the patient claimed that she had developed unspecified symptoms of low blood sugar. The patient denied receiving treatment because of the alleged issue. The alleged meter issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the unresolved "does not turn on" issue. There is no evidence, however, that the alleged meter issue contributed to the patient's symptoms. The patient claimed that her symptoms developed before the alleged meter issue started. The patient also denied receiving treatment as a result of the alleged issue.